Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The touch screen computer was analyzed and the reported failure was confirmed by failure analysis. The touchpad was installed and it would hang sometimes with no response.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the touch screen computer of the ssc and clean the fiber cable connector to resolve the issue. The system was tested and verified as ready for use. Isi has received the touchscreen; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon side console (ssc) was frozen, and the customer was unable to work with the instruments on the patient side cart (psc). The customer used the secondary ssc to proceed with the surgical procedure. The procedure was completed with no reported injury. Further information regarding this event was provided by the intuitive surgical, inc. (Isi) field service engineer (fse) as the customer contacted the fse directly to report the issue. The system was powered on normally in the beginning. The issue was identified during procedure. The ssc manipulators were frozen, and the ssc could not be used. The customer used the second ssc to continue with the procedure. There was no troubleshooting performed. The issue occurred either due to dirty blue fiber cable connector and/or the touchpad. The customer wanted the fse to come and check the system. All cables were checked and cleaned (dirt in the fiber part) and also the surgeon side console's touchpad was replaced.